Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the pump module did not appear to be infusing at a low flow rate, which was not identified during the customer call. The tech support recommended to perform a pm and run the device for an hour to make sure no issues occur. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module did not appear to be infusing at a low flow rate. When biomed increased the rate to 500ml/hr they could see the water infusing. There was no patient involvement. Although requested, additional information was not provided.